Manufacturer narrative:
Investigation summary: received one (1) used 081-c1000ns clave connector, non-sterile for inspection. The inner silicone plug was stuck down as received. No mating devices were returned for inspection. The clave was disassembled and the spike was found to be bent and broken. The reported complaint of leaks can be confirmed due to the damaged internal spike. The probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding a clave connector, non-sterile, which generated a leak during patient use. It was reported that when the product was changed to another one during use, leakage of medical fluid was observed. In addition, its silicone rubber was found to be sunken or depressed. The clave is one of the components of pal medical¿s spike, item number pbc-10. The medication used was unknown. There was patient involvement, but no delay in therapy and no adverse events or harm.

Manufacturer narrative:
Plots: (B)(6), manufacturing 11/28/2024. Plots: (B)(6), manufacturing 04/16/2025. The device was returned for evaluation; however, testing has not yet been completed.